Event description:
The customer called to report low bgs. At the time of call the customer stated that the paramedics just left their house. The customer indicated that their fiancee' had to call the paramedics while they were giving pt honey and pt was not responding. The customer informed that their bgs were going up. Troubleshooting was performed. The lead screw test passed. The programming on the pump was correct. The bolus history showed numerous boluses. The customer denied to bolus themselves, so they were not aware of it. The custoemr also mentioned that they do over bolus, as they do not like to be over 200. The customer used to run high before using the pump. During the call customer informed that they had an alarm a week before the call. The customer stated that they understand and realizes that they need to treat bgs as indicated by the doctor.